Event description:
It was reported that the during the initial placement of the lead, low r-waves were observed after the lead was connected to the pacemaker. The physician repositioned the lead but still did not obtain favorable measurements. The physician attempted to reposition the lead again, but the helix would not retract. The physician pulled back and dislodged the lead. The helix was still deployed when the lead was removed from the patient. A new lead was used to successfully complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the inner insulation and inner tubing were kinked buckled, the inner insulation was pulled apart due to overstress, and there was blood in/on the helix mechanism. The analyst also noted that the lead has been stretched so the inner insulation and inner tubing are buckled and pulled apart from the connector that prevents the helix from extending and retracting.